Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The xtr clip delivery system (cds 81116u111) was advanced to the mitral valve, and the clip was deployed. After deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). An additional clip was deployed to stabilize the slda and further reduce mr. The patient is stable. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).